Manufacturer narrative:
This report is submitted on may 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at inner ear (date not reported) and subsequently was treated with ten days course of oral antibiotics (specific date not reported). The implanted device remains.